Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia pd cycler set leaked; further described as "the solution was leaking out of the door and it was the second time it happened". This occurred during use of peritoneal dialysis therapy. It was stated the patient used scissors to open the supplies. Renal therapy services(rts) assisted with ending the treatment steps and advised to wipe down the cycler door with a damp paper towel and let it air dry. Rts advised the home patient not to use sharp objects to open the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.